Event description:
The dr was implanting a vena tech vena cava filter via the jugular approach. The dr improperly oriented the syringe, causing the filter to be implanted up-side down. The pt suffered to adverse effects as a result of this occurrence.